Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that fenestrated bipolar instrument broke at the jaw and metal shards fell into patient. The site was able to remove instrument and was working on removing the shards with suction irrigator. It was unknown if all fragments were retrieved. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer did not contact customer service to create RMA for reported fenestrated bipolar forceps instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.